Event description:
65 year old white female who was converted on 9/10/92 and discharged home the same day, saw her phycician 9/17/92 and showed him burns on her chest. One burn is approximately mid-sternal; the other is situated at the left lower ribcage area; both burn areas measure about 4" tall and 2-1/2" wide and have borders of very dark brown skin. The fast patches were used in conjunction with the physio-control lifepak 8 and physio control defib cassette. The burns were described as "second degree burns" by the patient's physciandevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was destroyed/disposed of.